Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for dirty shield with the incident lot was observed. The root cause for this type of defect is that the foreign matter is carbonized polymer being released in the cap molding process. It is a cosmetic defect with no impact on the efficiency of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® 9nc plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "this is a report about a dirty shield. According to the customer's report, the shield of a tube was found to be dirty."